Event description:
The company representative on behalf of the customer reported air leak inside the forceps channel and poor air/water supply inside the evis exera lll gastrointestinal videoscope. The device was returned and an evaluation revealed foreign material exiting the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected and sterilized before requesting repair. The customer was not aware of the presence of any foreign material. There was no delay to start of pre-cleaning. Water and air was flushed through the air/water nozzle. There were no problems with accessories used for reprocessing. The air/water nozzle was wiped/ brushed with a gauze, brush, or sponge. It was unknown if liquid was sent to the air/water nozzle. There were no concerns about reprocessing. An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on channel tube, water tightness is lost. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The bending section cover has a scratch. The adhesive on bending section cover has a chip and has white-clouded area. Due to a dent on channel tube, forceps cannot be inserted smoothly. Adhesives around objective lens has white-clouded area. Adhesive around light guide lens is peeled. Connecting tube has a cut. Suction cylinder is shaved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that the foreign material was larger than the inner diameter of the air / water nozzle, flowed in and got clogged inside the air / water channel. Identification of what the material was could not be determined. Olympus will continue to monitor field performance for this device.